Event description:
It was reported that, on an unknown date, during an open reduction internal fixation (orif) for the periprosthetic fracture, the cable tensioner would not allow the unknown cable to pass through the device in order to tension the cable. There was no delay in the case since there was another set used. This report is for a cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4 - device manufacture date. H11: corrected data. B5 - event description. E1 - initial reporter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 391.201, synthes lot: p057398, supplier lot: p057398, manufacturing site: synthes monument, release to warehouse date: november 27, 2001, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection the cable tensioner was returned and received. Upon visual inspection, no issues were identified with the returned components of the device. Functional test: functional test was performed on the returned device at service & repair. Cable tensioner failed to retract during the functional test. The complaint can be replicated with the returned devices. Service & repair evaluation: the customer reported the cable tensioner would not tension an unknown cable. The repair technician reported the tensioner does not retract. Nonfunctional items is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of device failed to retract. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed cable tensioner investigation conclusion the complaint condition is confirmed for the cable tensioner. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Potential cause could be due to improper maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the cable tensioner would not tension the cable, resulting in the cable not passing. Another set was used and there was no delay in the case. Patient status is unknown. This report is for a cable tensioner. This is report 1 of 1 for (B)(4).